Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer/drill device ran continuously in the off and on position. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was operating within specifications and it passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during repair, it was observed that an unknown substance was found on the ball bearings and the seals and the o-ring were worn (improper cleaning). It was further determined that the unit showed signs of an immersion and the plugs sa 400 were corroded (improper cleaning). It was further determined that the needle bearings were worn (normal wear). It was further determined that the issues were consistent with normal wear and improper cleaning. It was further noted that the issues identified were non-failures issues as the device passed the pre-repair diagnostic assessment. If additional information should become available, a supplemental medwatch report will be submitted accordingly.